Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced two hypoglycemic events while using the ilet bionic pancreas, including one episode after announcing a usual dinner with a subsequent glucose drop to 57 mg/dl and another episode after prior hyperglycemia corrected by the system with a later nadir of 53 mg/dl; the user occasionally withheld meal announcements due to fear of lows and received troubleshooting and education on proper meal announcements and treatment of hypoglycemia. Symptoms included shakiness. Outcomes included self-treatment with 15 grams of fast-acting oral glucose and other oral carbohydrates without need for third-party assistance or medical intervention. Investigation included case review, user education, and recommendations for additional training. Investigation of this case revealed no device malfunction reported, with user behavior regarding meal announcements and carbohydrate treatment identified as contributory factors, and the cause of hypoglycemia remained unclear. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.